Event description:
Additional information received from the health care provider (hcp) reported that the cause of the flipped ins was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient got a staph infection within a week of the initial implant and the implant had to be removed. The implant was in (B)(6) 2014 or (B)(6) 2015. There was also no therapeutic effect since implant and the implantable neurostimulator (ins) kept flipping around.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.